Event description:
The duett sealing device was deployed following a diagnostic catheterization (via a 6f sheath in the right femoral artery). The deployment was reported as unremarkable. Immediately post-deployment the pt complained of pain, and the right leg was mottled and pulseless. The pt underwent a surgical thrombectomy, and the event was resolved with no further complications.